Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they had their nerves burned on september 9th and ever since then they felt the stimulator going off all the time. Patient (pt) said the nerve burn did not help their back problem. Patient called their healthcare provider and they said to call medtronic to see if they could give them answers or what they need to do or not do. Patient did not know what kind of instruments were used for the nerve burning. Patient mentioned that the vibration from their stimulator kept killing them and even if they turned it down they still felt it. When they sat down they felt vibration all across their back. The patient was redirected to their health care provider to further address the issue. Pt will call the va. Agent sent message to local rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional coding was added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.